Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system won't dock and the door won't close. The door was closed manually, the rotor home position was verified, the senors were checked, invalidated the home, homed all the motions and all functionality was restored.. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that outside of a procedure the pendant buttons did not seem to be working. Due to this, the system was unable to be docked or closed. There was no patient present.